Event description:
The patient's infection at ipg site has been resolved.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had an infection at the ipg site. As such, the patient was prescribed antibiotics. No additional information was available at this time.

Event description:
Follow-up information revealed no interventions are planned and the patient's infection has resolved.

Event description:
It was reported that surgical intervention may take place at a later date to address the patient's infection that is still at ipg site.

Manufacturer narrative:
Patient weight - updated. Initial reporter - updated. Concomitant medical products and therapy dates: model 3228, scs lead - therapy date unknown.

Event description:
Related MFR report number: 1627487-2019-04045. It was reported that the patient underwent surgical intervention to explant scs ipg and lead on (B)(6) 2019. Patient was hospitalized for one night after the surgical intervention, and was prescribed oral antibiotics over the course of several days to address the infection.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.